Event description:
Patient was revised to address loosening of the patella. Poly wear was discovered intraoperatively.

Manufacturer narrative:
Examination of the submitted device did not reveal any evidence confirming the reported device loosening. Polyethylene wear was confirmed, and was deemed expected wear for a device implanted for approximately 8-years. The product lot number required to search the complaint database was not provided. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.